Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The pt initially presented with a myocardial infarction. Angiography showed three lesions in the left main (lm), the proximal left anterior descending (lad) artery and the ramus. The lad lesion was 13mm long and the reference vessel diameter was 3.1mm. The de novo lesion was 70% stenosed, eccentric in shape and mildly calcified in the lad. The lesion was predilated with an unk balloon. The predilation did not reduce the stenosis of the lesion. A 3.00x16mm taxus liberte' drug eluting stent was implanted in the ostial of the lad. It was noted the stent was well positioned and well apposed. Additionally it is noted the stent or part of the stent protruded into the lumen or necrotic core of the plaque. The procedure was successfully completed and the pt was discharged home two days later. Approximately one year post-procedure, the pt discontinued standard plavix therapy. The pt reports continuing chest pain for 3 years. Three and a half years post implant, the pt presented with increasing chest pain that had been persisting for seven days. Angiography showed in-stent thrombosis of the previously placed stent. The physician removed the thrombus and performed angioplasty. Clopidogrel therapy was restarted. No pt injuries or complications occurred. Pt status is satisfactory. It was the physician's opinion the pt was not compliant with medication post-index procedure as the pt stopped the plavix therapy without physician instruction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.